Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30 was displayed, water leak in connector and there was corrosion on connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in connector, error code b30 is displayed and there was corrosion on connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the connector on the xenon light source was oxidized, which resulted in the endoscope not being recognized and no image being generated. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.